Event description:
A power on reset condition was reported. No further details of the issue, or the pt's status/outcome were reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).